Event description:
Additional information from the consumer's family/ friend reported that the patient found a new physician and had an appointment. The physician said the programs looked good however changed some settings. The patient was still not experiencing therapeutic effect and the physician said if the updated settings did not provide relief, they would do x-rays to check for lead positioning and any other lead issue at the next appointment. At the time of report, there was no scheduled appointment. There was no cause known.

Manufacturer narrative:
Concomitant product: product ID: 3889-28, lot# va0q0uw, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer reported feeling stimulation intermittently. Falls were noted to be possibly related. The patient had worked with their current programs, tried all of them, and they had not been successful. There was a loss of therapy in (B)(6) 2015. It was noted that the patient was in need of a new physician as their current physician was moving. Relevant medical history included gastrointestinal/pelvic floor. Follow-up was performed to determine if the patient had found a new physician.